Manufacturer narrative:
Sample collection and centrifugation information has not been supplied to date. Per the customer supplied qc charts, all three levels of accutni qc have been within the customer's established ranges for the past 30 days. Per the customer supplied documentation, a routine system check performed on (B)(6) 2011 passed within instrument specifications. On (B)(4) 2011, a bec field service engineer (fse) was dispatched for the event. The fse performed a preventive maintenance on the instrument and a high sensitivity system check. No issues were noted. A clear root cause could not be determined for this event.

Event description:
A customer contacted beckman coulter, inc. (Bec) to report obtaining an erroneously elevated troponin (accutni) result above the ami cut-off level for one (1) patient. The result was generated by an access 2 immunoassay analyzer, used in conjunction with access accutni reagent (lot 110863) and access accutni calibrators (lot 015140). The erroneous result was not reported out of the lab. Subsequent testing of the sample on the same instrument generated a result within the normal reference range. The customer did not receive any report of patient injury requiring medical intervention or change to patient treatment attributed or connected to this event.